Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d274trk, implantable cardioverter defibrillator, (B)(6) 2010; 6947, implantable tachy lead, (B)(6) 2010; 4076, implantable pacing lead, (B)(6) 2008. (B)(4).

Event description:
It was reported that the device had possible early battery depletion due to a high output on the left ventricular (lv) channel due to a high lv lead threshold. The device was explanted and replaced. The lead is still in use. No patient complications have been reported as a result of this event.